Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013. Intratio meter result 1= 7.1, result 2= 4.2. Reference = 1.5. Mean = 4.27. Confidence limits = 2.4 - 6.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Inratio precision date provided by end-user lot: date: (B)(6) 2013. 1st inr = 7.1, 2nd inr = 4.2, mean = 5.65, sd = 2.05, %cv = 36.29. Since % cv is more than (B)(4), the precision test failed the criteria for precision. Additional investigation is required. In-house therapeutic donor testing has been performed on reported lot 300672 on (B)(4) 2013 results as follows: donor (B)(4) - inratio: 2.5, inratio: 2.3, inratio: 2.4, ref.: 2.75, bias thresh.: 1.75 - 3.75, %cv: 4.17; donor (B)(4) - 2.8, 2.7, 2.9, 2.69, 1.69 - 3.69, 3.57. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action at this time as no product deficiency was established.

Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 7.1, 4.2, lab: 1.5. Time between testing was reported as 10 minutes between inratio results, 2 hours between 4.2 result and lab result. Patient's therapeutic range is 2.0 - 3.0.